Event description:
The patient went into v-fib while getting her portacath flushed and she underwent defibrillation. Since episode, her stomach has been more aggravated. Further information is being requested from the hcp.